Event description:
Procedure: radiofrequency ablation. Reportedly, after a procedure when the return electrode pad was removed, a third degree burn was confirmed. The tissue was treated with debridement. Scarring of the tissue is likely to occur.